Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be supplier related. One PICC plus statlock device with a foam pad and fixed posts was returned for evaluation. An initial visual observation showed the retainer of the device was almost completely detached and little to no adhesive was found on the underside of the retainer. No pieces of foam were observed to be missing from the pad and, while indentations were observed in the pad, the pad was observed to be undamaged. The retainer was also observed to be slightly misaligned. A microscopic observation revealed the retainer was attached to the foam pad at only one location near the top left of the pad. No adhesive was observed on the retainer or the pad at any other location. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. A lot history review (lhr) of reew1967 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "stabilization plastic piece is not attached to foam dressing. Patient unharmed. Catheter stabilized with new device." Additional information: the device was used during PICC implantation. When they were going to attach the catheter they found out that the device wings did not close, so they opened a new device to attach the catheter to the patient. On (B)(6) 2020: the retainer of the returned device was detached from the foam pad with little to no adhesive was found on the underside of the retainer.